Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk and the software upgrade were installed during the service call.

Event description:
It was reported that the 9800 system had a cine disk error at boot up. No patient injury was reported.